Event description:
When surgeon noticed the tip of the yankaver was broken inside patient he repeatedly irrigated that site, visually and manually searched for the broken piece. The broken tip was not found. Surgeon does not know if the piece flushed out or is still inside the patient.

Manufacturer narrative:
The device is intended to suction fluid. It is unk how a defect of this nature can occur during normal use. It is also inconclusive if the device was broken prior to use. The device was sold to the distributor, cardinal health as a non-sterile bulk pack yankaver. This defect may have been caused during processing and handling of the device by the distributor. The investigation performed in our facility did not reveal how a defect of this nature can occur during the manufacturing process in this facility or during normal use. The yankaver suction instrument is made of k-resin styrene- butadiene material which has been tested to be shatter proof.